Manufacturer narrative:
Upon receipt, the lead was found cut approx. 22.5 cm distal to the df4 connector pin. All parts of the lead were received for analysis. It is reasonable to assume that the cut resulted from the explantation procedure. The inspection of the received fragments showed deformations of the distal shock coil. The fixation helix was found deformed and stretched. Based on the symptoms, it is reasonable to assume that these damages resulted from mechanical forces applied during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the two fragments did not show any deviations from the technical specifications. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 18 months, elevated impedance values have been reported since (B)(6) 2016. The lead was explanted without complications, but not yet returned to biotronik.